Event description:
It was initially reported that the physician¿s handheld screen would not respond and was stuck on the align screen. A hard reset was attempted but did not resolve the issue. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld or wand prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with handheld or wand prior to distribution.